Event description:
It was reported the patient programmer was not able to adjust stimulation. The display showed a ¿call your doctor¿ icon, and a power -on-reset (por) condition was reported. The patient was not in overdischarge or coming out of overdischarge. Interrogation with the clinician programmer found the por error code was 0x400. The day prior the patient had walked through the airport security at 7 am and had felt appropriate stimulation. At 2 pm when the patient used the patient programmer, they continued to feel stimulation. After checking the status of the implantable neurostimulator (ins) battery, they then felt no stimulation and the por message had displayed. The patient had charged their stimulator a week prior. The por was cleared and therapy was resumed. Impedances were reported to have been within normal limits and the patient was feeling appropriate stimulation.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).